Event description:
It was reported to philips that the system did not boot up successfully. The device was outside the clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and identified the system has intermittent issue with flexvision pc power up. Review of system log file identified power supply and flexvision issues. The rse advised the customer to replace the power supply. The customer replaced the 24v power supply behind the pdu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.